Event description:
Per complaint (B)(4), implant had a broken component . Patient impact is not noted.

Manufacturer narrative:
Corrections made to sections b1 and b5. Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated d9 for device return date, g1 for follow-up report submitter and g6 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 type, findings and conclusion codes.

Manufacturer narrative:
Patient's identifier, age and weight are unknown. Implant date and explant date are unknown.

Event description:
Per complaint (B)(4), implant had a broken component. Patient impact is not noted.